Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump received a battery out limit alarm. The customer¿s blood glucose level was 58 mg/dl. The customer reported that they also received the failed battery alarm. The customer reported that the insulin pump alarmed after battery change. The troubleshooting was performed for battery issues. The insulin pump will be returned for analysis.